Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication identity was not updated the systems. A technical support specialist (tss) dialed into the station and brought it down to carefusion admin, retrieved the error from the database synchronization log, followed steps in the knowledge article (ka) retry insert into purge. Purge statistics and identified that the dispensing device key was not null, executed the required script on the server, which affected 21 rows. After restarting database synchronization, monitored the log until no variations were observed, then restarted the station and reviewed the logs multiple times to ensure no additional retries appeared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medication ID not updated. The customer reported that they had removed the outdated medication, but the medication was still appearing in the list. Physically, the medication had already been removed from the storage, and they had refilled the space with another medication. However, there were no delays or adverse events or injuries reported based on this event.